Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. Testing revealed that the interface and lower gantry door cover needed to be replaced. The mobile view station (mvs) interface cable has been returned to the manufacturer for evaluation, however results are unavailable at this time.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported that the system was staying in standalone mode. Reseating the umbilical cable and restarting the system did not take the system out of standalone mode. The site used another system to continue with the case. There was no patient impact reported and a delay to surgery of less than one hour.

Manufacturer narrative:
The analysis of the interface (umbilical) cable was completed by medtronic personnel. Testing found that 4 lines in the cable could not establish communication.